Event description:
It was reported to olympus that during preparation for use, the evis exera ii video system center displayed a snowy image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported a snowy image on their device and swapped out the maj-1430 video scope cable, and the scope still had the snowy image. Additionally, the customer checked and cleaned the cv-180 socket and the issue remained. Tac transferred the customer to repairs to send the cv-180 in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The olympus service center found the reported problem could not be duplicated or confirmed. When tested, the images met olympus standards with no image problems noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the snowy image displaying could not be determined at this time. Olympus will continue to monitor field performance for this device.